Manufacturer narrative:
Product analysis: at analysis it was determined that the programmer failed the incoming functional test indicating that the power supply sensor was overheating and confirmed the customer comment of an error message observed as "overheat". All other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error message and would not boot up and froze. The device returned into service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.